Event description:
The healthcare professional reported that during a mechanical embolectomy procedure targeting a middle cerebral artery (mca) occlusion, the 5mm x 33mm embotrap ii revascularization device (et007533 / 24d167av) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31342754) and could not pass through the microcatheter. The physician only retracted the embotrap ii device and delivered it again, but the stent was still unable to pass through the microcatheter. The physician retracted both devices and replaced them to complete the procedure. There was no report of any negative impact to the patient. On 10-mar-2025, additional information was received. The information confirmed that the procedure was a mechanical embolectomy with the target occlusion in the middle cerebral artery (mca). There was no damage noted on the embotrap ii device. No damage noted on the prowler select plus microcatheter. The replacement stent was another 5mm x 33mm embotrap ii revascularization device (et007533) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information also confirmed there was no negative impact to the patient and no delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot: (24d167av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 02-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The report will also include a correction to the primary UDI number. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 5mm x 33mm embotrap ii revascularization device was received. The examination under magnification of the returned embotrap device showed no evidence of damage or deformation on the returned device. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample phenom 21 microcatheter. The returned embotrap device was able to be fully inserted into the sample phenom 21 microcatheter and delivered to the distal tip without resistance. The complaint event was therefore not confirmed. A possible cause of the complaint event is a restriction in the hub of the microcatheter, however this cannot be confirmed as the microcatheter was not returned with the device. The root cause for this complaint cannot be confirmed based on the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (24d167av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Corrected section: d.4: primary UDI number. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.